Event description:
It was reported by a neurosurgeon that a vns pt's device was being explanted on (B)(6) 2011 due to vns device "no longer working." No specific info was given and the pt was not reimplanted. Good faith attempts to obtain more info regarding pt's generator and pt's referring neurologist have been unsuccessful to date.